Event description:
A customer contacted beckman coulter (bec) reporting that less than 2 ml of clear fluid leaked from the coulter lh 500 hematology instrument and appears to be around the blood sampling valve (bsv) area. The leak was not contained within the diluter. The customer could not locate the source of the leak and was advised by bec to power down instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, a laboratory coat, and protective eyewear at the time of occurrence. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated as a result of this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse found the loose piece of tubing at wire marker (wm12) for the blood sampling valve (bsv). The fse stated that the leak was so small that only a drop would appear during a cycle. The fse trimmed the tubing and reconnected it and verified the instrument performance. Issue was resolved. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).